Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding. Imdrf patient code e0519 captures the reportable event of reduced blood flow. Imdrf patient code e233603 captures the reportable event of hypovolemic shock. Imdrf patient code e2006 captures the reportable event of erosion. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
Note: this report pertains to an extractor pro retrieval balloon and wallflex biliary stents used in the same patient and procedure. It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat metastatic pancreatic cancer and common bile duct obstruction performed on (B)(6) 2026. Post procedure, 6 months after stent implantation, a partially covered metal biliary stent was reported to have been occluded. During an ercp performed for an occluded pancreatic cancer related biliary metal stent, an extractor balloon was used to sweep obstructing sludge from the duct, and it was suspected that simply sweeping the duct led to a dislodging of a clot, which resulted in bleeding. Spyglass visualization revealed a pulsatile bleeding site located a cm or two above the proximal end of the stent concerning for vascular erosion. Multiple hemostatic measures were attempted, including use of a hurricane balloon, epinephrine injection, and placement of a fully covered metal stent. Despite these efforts, the patient became hemodynamically unstable, required blood transfusion, and an emergent interventional radiology procedure was planned. The physician did not believe that the extractor balloon malfunctioned or directly caused any harm or injury. The patient died before the interventional radiology (ir) team could intervene. It was reported that the patient had significant comorbidities including metastatic cancer involving multiple sites, including the liver and cbd that may have contributed to the patient's death.

Event description:
Note: this report pertains to an extractor pro retrieval balloon and wallflex biliary stents used in the same patient and procedure. It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat metastatic pancreatic cancer and common bile duct obstruction performed on (B)(6) 2026. Post procedure, 6 months after stent implantation, a partially covered metal biliary stent was reported to have been occluded. During an ercp performed for an occluded pancreatic cancer related biliary metal stent, an extractor balloon was used to sweep obstructing sludge from the duct, and it was suspected that simply sweeping the duct led to a dislodging of a clot, which resulted in bleeding. Spyglass visualization revealed a pulsatile bleeding site located a cm or two above the proximal end of the stent concerning for vascular erosion. Multiple hemostatic measures were attempted, including use of a hurricane balloon, epinephrine injection, and placement of a fully covered metal stent. Despite these efforts, the patient became hemodynamically unstable, required blood transfusion, and an emergent interventional radiology procedure was planned. The physician did not believe that the extractor balloon malfunctioned or directly caused any harm or injury. The patient died before the interventional radiology (ir) team could intervene. It was reported that the patient had significant comorbidities including metastatic cancer involving multiple sites, including the liver and cbd that may have contributed to the patient's death.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h2 (correction): block h6 (patient codes) have been corrected. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding. Imdrf patient code e233603 captures the reportable event of hypovolemic shock. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2303 captures the reportable event of medication required. Block h11: investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. There is no evidence to suggest a malfunction or performance problem with the extractor pro retrieval balloon. The reporting physician indicated that the device did not directly cause or contribute to the injury. With all available information, boston scientific concludes the reported events including blood transfusion, additional device required, unexpected medical intervention, medication required, shock and hypovolemic are most appropriately classified as adverse event related to procedure. These events are consistent with known procedural risks associated with biliary intervention, particularly in the context of ductal sweeping and management of an occluded biliary stent. Additionally, the reported event of death is most appropriately classified as an adverse event related to the patient condition, given the patient's advanced metastatic pancreatic cancer involving multiple sites, including the liver and common bile duct, which significantly increased the risk of severe complications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to the patient condition. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers, and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.